Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and the g5 mobile application. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The transmitter was visually inspected and no defect was found. Pairing testing was performed and the test failed. Functional testing was performed and the test failed. The reported event of bluetooth connection between transmitter and g5 mobile application issue was confirmed. The root cause was determined to be a defective transmitter.